Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address pain and loosening of the stem.

Manufacturer narrative:
The complaint description states that patient underwent revision surgery of their corail stem for loosening. The devices associated to the complaint were not returned for analysis. No other analysis was possible because nor the batch number neither x-rays or medical records was/ were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.